Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. It was reported that the patient anatomy was tortuous and may have been in spasm. During the procedure, while attempting to advance the lantern more distally in the splenic artery, the physician experienced resistance, and the lantern could not advanced further. Subsequently, the physician removed the lantern and switched to a non-penumbra microcatheter. However, the same issued occurred, and the microcatheter was removed. The procedure was completed using another smaller non-penumbra microcatheter and the same catheter. There was no report of an adverse effect to the patient.